Event description:
It was reported that following a recent implant, the patient presented at the emergency room in stable condition for a microperforation of the right ventricular (rv) lead. The physician repositioned the rv lead. The rv lead remained implanted. The patient tolerated the procedure well with no complications. The patient stayed overnight and was discharged the following morning.